Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, it was impossible to insert the guidewire into the lumen of the left ventricular (lv) lead after the lead was washed with heparin. The lead was not implanted. No patient complications have been reported as a result of this event.